Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device analysis: the device was returned and investigation completed by product analysis on 06-may-2019 with the following findings: review of the black box data did not reveal evidence of activity related to the complaint. The data from the date of the complaint had been overwritten due to continued use of the device after the alleged issue reportedly occurred. On investigation, the pump powered on normally. Rewind, load and prime steps were completed successfully and the pump was exercised for 12 hours without loss of prime occurring. Investigation did not confirm nor duplicate the complaint. Unrelated to the original complaint, the display screen was noted to be dim/discolored. Also unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.